Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a maverick2 monorail balloon ruptured. The lesion being treated was located in the very large, severely calcified, average tortuous, and 99% stenotic mid right coronary artery (rca). The physician advanced the 3.5x15mm maverick2 balloon through the extremely calcified proximal rca to the mid rca. The physician then inflated the balloon to 10atms where it ruptured on the first inflation. The device was removed from the patient intact. The procedure was successfully completed with a different balloon. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.